Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in patient for emergent endovascular treatment of an impending abdominal aortic aneurysm rupture in 2002. It is reported that the patient was a good candidate and the unstable aneurysm was successfully treated as the aneurysm dramatically decreased in size. One month post implant, a small air bubble was noticed adjacent to the stent graft. The physician states it is possible that the patient had an infection, but it cannot be confirmed. Aneurysm and vessel morphology are unknown. The patient expired in 2003. In 2003, the stent graft was explanted at the autopsy. The explant procedure revealed that the patient had developed an aorto-duodenal fistula.